Manufacturer narrative:
(B)(4). The customer's complaint of something stuck inside the luer broke off could not be confirmed. The returned sample was saturated with blood and could not be decontaminated. The product was analyzed under magnification through the plastic bag in which it was stored and no anomalies were observed during the analysis. No other tests could be executed. Unable to determine the cause of the customer's reported problem.

Event description:
Customer reported that something stuck inside and the luer broke off and blood was leaking. No pt or clinician harm reported. No additional event information provided.